Event description:
Healthcare professional reported right side "capsular contracture baker grade IV¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening and one opening assessed as unidentified (tear) opening. Shell thickness within spec). Additional, changed, and/or corrected data: a3, d.9., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV¿. Healthcare professional later reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "rupture". Device was explanted.